Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. Analysis of the controller log files confirmed the battery alarm. However analysis of the device revealed that it met specifications during testing. Heartware has opened an internal investigation to evaluate these reported events. This is one of two reports (3007042319-2015-00765 and 3007042319-2015-00766) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by a patient, that on power port 2, "batteries or cac disconnect themselves" from the controller. The patient experienced a critical battery alarm that resolved when the patient manipulated the connectors and the patient exchanged the battery on power port 2. The patient went to the facility and had the controller exchanged. The controller and the battery were exchanged from the facility stock. There are no reported consequences or impact to the patient, the patient returned home after the exchange and is reported as "doing well." No additional information was provided. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. For the battery -information for use states: critical battery alarm, details that there may be a battery malfunction or that the battery has limited time remaining. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. For the controller-information for use states: always to keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Damaged equipment should be reported and inspected. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of two reports (3007042319-2015-00765 and 3007042319-2015-00766) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 2 of 117. Device have not been received.